Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left lobectomy procedure, the device delivered malformed staples. The procedure was completed with sutures. There was no patient consequence.